Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 11 years. Per the op report, this patient has a history of bicuspid aortic stenosis who underwent aortic valve replacement (avr) in 2001. She developed recurrent symptoms recently and was found to have prosthetic valve stenosis and insufficiency and a dilated ascending aorta. She was subsequently scheduled for redo-avr and replacement of ascending aortic aneurysm. Upon explantation of the aortic valve, it was noted to be severely stenosed secondary to a stiffened leaflet. In addition, there was a perforation in one of the leaflets. There were dense adhesion between the valve and the annulus. The device was replaced with a new edwards bioprosthetic valve. Tee showed a well-seated valve without leak. There were no reported complications.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be conclusively determined. The op report documents stiffened leaflets with perforation, which was likely the cause of the stenosis and insufficiency experienced by the patient. Based on this information, it appears that the explanted device demonstrated characteristics of valve degeneration. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, leaflet thickening, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). The op report indicates that this patient has a history of aortic stenosis; however, the root cause of this event cannot be confirmed with the available information.